Manufacturer narrative:
Other, other text: additional information h10: the pump was investigated in the field by a service engineer. Visual and functional testing were performed and the reported issue could not be confirmed. Visual inspection revealed that the device was in excellent condition with no visible contamination. Functional testing was performed and the reported issue could not be duplicated however; a force sensor bridge test was found in the error history log. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The root cause for the reported issue could not be determined. This remediation MDR was generated under (B)(4) as a result of warning letter (B)(4).

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump had a system failure/bridge test failure.no adverse patient effects were reported.